Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up and down arrow keypad buttons were sticking. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive, sticking, and required multiple presses to engage; all other keypad buttons responded properly. The keypad cover was removed and contamination was found on all key contacts.